Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the customer followed the guidance successfully, resolving the error without it reoccurring, which allowed the customer to begin a new sensor session.